Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the retrieved log files confirmed low flow events; however, no device-related issues were discovered during the evaluation of (B)(6). A specific cause for the reduced flow could not be conclusively determined through this evaluation. The lvad event log file data retrieved from (B)(6) revealed low flow events throughout the file on 16nov2019 when the estimated flow decreased below the threshold of 2.5 lpm. The low flow events lasting 10 seconds or longer would have resulted in audible alarms on the system controller. The final events captured the flow mean at 0 lpm, which is consistent with the report of the pump being stopped. The retrieved lvad periodic log file contained data from 10nov2019 through 16nov2019. The file captured additional, transient low flow events on (B)(6) 2019 and (B)(6) 2019. It is unknown if these events lasted long enough to result in audible alarms on the system controller. The files showed that the pump appeared to function as intended. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. Two additional segments of the pump cable were returned measuring approximately 6 and 4.5¿. The remainder of the pump cable was not returned. The modular cable, sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This document also explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient product exchange that the patient underwent pump exchange on (B)(6) 2020. No further detail was provided.